Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the device not working and battery not charging was not determined, however, the device was surgically removed (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies). It was reported that the patient¿s system was explanted on (B)(6) 2016 because it was not working and was not providing adequate relief. It was also reported that the battery was not charging. It was noted that the battery had not reached end of service (eos). The patient wanted to donate their external equipment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.